Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. Analysis also noted that the upper case was broken, encoder assembly was broke, lower case was broken and display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors. The device has been returned for service. There was no patient involvement.